Event description:
It was reported that the noise reversion episodes were observed due to lead noise. It was noted that noise reversion episodes were observed during the electro cautery usage. The patient was asymptomatic and dependent. Further testing was recommended to be performed in clinic. No further action was taken.